Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of restless legs, gastroesophageal reflux disease, energy decreased, frustration, suicidal ideation, loss of balance, abdominal pain, degenerative disc disease, hepatobiliary disease, renal cyst nos, nose bleed, myalgia, dysphagia, earache, suicidal ideation, osteoarthritis, bipolar disorder, vaginal discharge, medial epicondylitis, arthralgia, acute bronchitis, acute sinusitis, conjunctivitis, headache, hypothyroidism,) (B)(6) infection, vaginal cyst, gastroenteritis, stools watery, poor concentration, energy decreased, gerd, fibromyalgia, crying, suicidal ideation, cervicalgia, vertigo, microcytic anemia, diaphoresis, dyspnea, essential hypertension, dizziness, blood pressure increased, morbid obesity, balance impaired nos, jerkiness, shaking of hands, blurry vision, myositis, joint injury, hypersomnolence, nocturnal awakening and trouble falling asleep. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria hospitalization, medically important and intervention required), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with non-drug therapy (oophorectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2017: 1. 5 cm posterior contour bulge of the upper pole of the left kidney wit h is isodense. Possible cyst or neoplasm 4 cm heterogeneous cervical mass which needs nonemergency ultrasound. Clinical impression- cervical mass[ left kidney mass hematuria abdominal paint nausea and vomiting. Concerning injuries reported in this case the following ones were described in patient medical records: confirming -abdominal pain, lower abdominal pain, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2020: pfs received: suspect drug start and stop date updated. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of restless legs, gastroesophageal reflux disease, energy decreased, frustration, suicidal ideation, loss of balance, abdominal pain, degenerative disc disease, hepatobiliary disease, renal cyst nos, nose bleed, myalgia, dysphagia, earache, suicidal ideation, osteoarthritis, bipolar disorder, vaginal discharge, medial epicondylitis, arthralgia, acute bronchitis, acute sinusitis, conjunctivitis, headache, hypothyroidism, methicillin-resistant staphylococcus aureus infection, vaginal cyst, gastroenteritis, stools watery, poor concentration, energy decreased, gerd, fibromyalgia, crying, suicidal ideation, cervicalgia, vertigo, microcytic anemia, diaphoresis, dyspnea, essential hypertension, dizziness, blood pressure increased, morbid obesity, balance impaired nos, jerkiness, shaking of hands, blurry vision, myositis, joint injury, hypersomnolence, nocturnal awakening and trouble falling asleep. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria hospitalisation, medically important and intervention required), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with non-drug therapy (oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2017: 1. 5 cm posterior contour bulge of the upper pole of the left kidney wit h is isodense. Possible cyst or neoplasm 4 cm heterogeneous cervical mass which needs nonemergency ultrasound. Clinical impression- cervical mass[ left kidney mass hematuria abdominal paint nausea and vomiting. Concerning injuries reported in this case the following ones were described in patient medical records: confirming -abdominal pain, lower abdominal pain, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.